Event description:
The clinician reported that 7 months after the dental implant was placed in the patient's mouth non osseointegration was observed. Hygiene around the implant was good. During the event sinus perforation, infection and bruxism as well as poor bone quality and previous bone augmentation was involved. The patient presented with pain and mobility as well as bleeding and inflammation. The clinician reports graft failure and complication of site prep at the time of surgery. The patient has a history...

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 7 months after the dental implant was placed in the patient's mouth non osseointegration was observed. Hygiene around the implant was good. During the event sinus perforation, infection and bruxism as well as poor bone quality and previous bone augmentation was involved. The patient presented with pain and mobility as well as bleeding and inflammation. The clinician reports graft failure and complication of site prep at the time of surgery. The patient has a history